Event description:
The following was reported to arjohuntleigh by the arjohuntleigh representative. On (B)(6) 2014 the patient fell out of the miranti stretcher onto the floor. The patient was transported to an emergency room and examined. X-rays confirmed that there was no injury to the patient. The patient was not hospitalized.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). On behalf of the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.